Event description:
User facility requested repair of an ambulatory infusion pump due to "cannot hear alarm". No patient details were provided.

Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "cannot hear alarm". No damage was found on the customer's pump. Evidence of reported problem in event log revealed sound theme changed from standard to standard, alarm volume changed from high to low. The customer's reported problem was not verified. The event history log indicated that the alarm volume was set to low by the customer. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.